Event description:
During a tubal embryo transfer, the physician selected a marrs laparoscopic gift catheter. The device broke inside the pt; they were able to retrieve the broke piece.

Manufacturer narrative:
The customer returned the catheter in two segments noting the one segment measured 5.7cm and second segment 44.1cm in length. In viewing the ends of separation, they have the appearance of being cut at an angle. The ends of separation are mating surfaces indicating the complete product was rec'd. Most likely the catheter has been caught on an instrument of undetermined origin during a zift procedure and cut leaving the shorter segment inside the pt's abdomen noting it to be retrieved within the same procedure.